Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a bg run mode expiration on the ilet and needed to connect a new cgm after a hospitalization during which the healthcare provider removed the cgm and directed care off the ilet; the user later paired the cgm and reported no adverse blood glucose impact, and the device problem was characterized as an improper or incorrect procedure or method, with no specific device component implicated. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified, aligned with an improper or incorrect procedure or method, and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.